Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 486 mg/dl at the time of incident. The customer¿s current blood glucose value was 256 mg/dl. The customer treated high blood glucose with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. No auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Based on customer report customer does not allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump had flow block alarm. Customer was reporting a past event. Customer reported alarm did not occur during fill tubing. Customer reported event was resolved by changing complete set. Customer did not have a battery to put into that charger. Customer had a calibration required request. Customer reported basal rates are programmed accurately. Customer reported bolus wizard was programmed accurately. The insulin pump will not be returned for analysis.